Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the samples received has been performed and the unit is tight. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Tested the needle attachment and detachment strength of the two samples received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6). Customer found continuous broken suture and needle attachment. The hospital has already reported adverse events. Considering that this must be related to the product quality. The hospital has reported adverse events to the hospital director. So it is just inside the hospital not to the health authority. The case is that when they opened the package, they had found needle and thread separation so there was no patient affected. Samples received: 2 unopened pouches. Thread broke and needle detachment.